Event description:
A malfunction, identified by malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump independently, so tandem technical support provided instructions for resetting, which were not successful. Consequently, a decision was made to replace the pump under warranty. The customer was advised to use multiple daily injections as a backup therapy and was informed about receiving a pump with updated software. Technical support confirmed the shipping address and provided instructions for returning the faulty pump, including depleting the battery and using the supplied return box and pre-paid label, to avoid being billed. The customer was also instructed to program the settings and connect the continuous glucose monitor to the replacement pump.